Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4-510k: this report is for an unk - screws: locking: variable angle/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: bong, c.k, yong, m.l., jung, w.l and, hyo g.c., (2023), can we safely place the distal volar locking plate screws into the subchondral zone of a distal radius fracture using a 45° supination oblique view under fluoroscopic guidance?, injury, vol.54 (xx); pages 947-953, (korea, south). The aim of this retrospective study was to evaluate the role of fluoro­scopic guidance with a 45° supination oblique view technique for placing distal screws into the subchondral zone during volar lock­ing plating for unstable distal radius fractures, and explore the fac­tors associated with poor screw placement. Between may 2016 to february 2020, a total of 169 patients (49 males and 120 females, with a mean age of 53 years [range, 18-78 years]) who had unstable distal radius fractures were included in the study. They performed open reduction and internal fixation of the distal radius fracture through the flexor carpi radialis (fcr) or extended fcr approach. This study was treated with va-vlp (depuy synthes, west chester, pa). Postoper­ative CT scan was obtained to assess articular congruency in 41 wrists. To evaluate ulnar-side wrist pain using computed tomogra­phy arthrography in 87 wrists, and to evaluate dorsal cortical or intra-articular screw penetration when suspected in 43 wrists. The median clinical follow-up was 14 months (range, 5-115 months). The following complications were reported as follows: 17 patients experienced dorsal cortical penetration from one or two screws. The second extensor compartment was most commonly involved (11 patents) followed by the fourth (8 pa­tients) and third (one patient) compartments. There was no exten­sor rupture due to the protruded screws, but symptoms of screw irritation were observed in 6 patients. The vlps were removed from all 17 patients. Five screws (0.7%) in three wrists showed intra­articular placement: four screws were placed into the lunate fossa and one into the scaphoid fossa. The distal radioulnar joint was not involved in any of the patients. Decreased teardrop angle at the final follow-up was the only significant difference between the wrists with intra-articular screw penetration vs. Those without intra-articular screw penetration. This report is for unknown variable angle-volar locking plates (depuy synthes). This report is for one (1) unk - screws: locking: variable angle. This is report 1 of 1 for complaint (B)(4).